Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no surgical notes or x-rays from either the primary or revision surgery were provided. It is possible that the stem had not yet achieved a strong fixation to the bone. This is made more likely by the short time that the stem was in-vivo and use of an undersized stem that was said to have subsided. A deep engagement between the neck and stem may have occurred due to weight bearing. The neck and stem used were designed to remain assembled when tensile forces are applied to separate the components. This is a necessary design requirement to prevent disassembly of the components in-vivo. It is most likely that the impact force applied to the neck extractor assembly was in the same direction as the axis of the bone, and resulted in removal of the neck and m/l taper assembly rather than the neck disassembling from the implanted stem. However, a definitive cause for this issue cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to instability. The stem and neck were both removed as the stem came loose while trying to remove the neck.